Manufacturer narrative:
Qc was performed before the event and recovered within specification. System check performed prior to the event in 2007, partially failed. The customer re-tested the failed portion of the system check and obtained acceptable results. The specimen was collected in a bd, 13 x 75, lithium plasma, plastic tube without gel and was centrifuged at 3,600 rpm for 10 minutes at ambient temperature. The sample was a full draw and was properly inverted at collection. The specimen was tested immediately following the centrifugation. The sample was stored at ambient temperature between testing. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing which partially failed. The fse replaced an incubator belt and repeated the failed parameter which was still out of specifications. The fse replaced mixer pulleys, cleaned wash carousel and the failed parameter passed. The fse verified repair per established procedures and results met published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.75ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested and the repeated accu tni result was 0.04ng/ml. The customer indicated that the original sample was tested on a different instrument in their lab and accu tni result of 0.01ng/ml was obtained. The result was reported out of the lab. There was no patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.